Event description:
Procedure type: urogynecological. According to the reporter: the pt¿s attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add¿l info from importer report: the pt¿s attorney alleged a deficiency against the device. Add¿l info has been requested, but not yet received. Associated mdrs: 1018233-2013-00048 and 1018233-2013-00051.

Manufacturer narrative:
(B)(4).